Event description:
It was reported that the asymptomatic patient presented in the operating room for device change out due to normal eri. Externalized conductors were observed. The lead was capped and replaced. The patients condition is normal post procedure.